Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vh-2500 scope wash did not flush. A syringe was attached to the blue cord on the vv6 pro cannula and fluid would not go through to squirt out the end of the c ring at the opposite end of the cannula. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that there were no non conformities with the cannula. There was some evidence of blood. A functional test was performed on the cannula, where a 5cc syringe was used to inject air and water into the scope washing fluid port. Water did not come out the c-ring scope washing fluid hole. Based upon this, the reported complaint "scope washing fluid blocked" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).